Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. In addition the customer stated the battery was observed to be depleting quickly prior to the power source alert. Review of the pump data logs by tandem technical support showed the battery depleted form 100% to 15% within one day. The customer's blood glucose (bg) level was not impacted by the reported battery issues. Reportedly the customer would continue to use the pump for insulin therapy.